Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: incorrect reprocessing, faulty charged coupled device, and poor color on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: failure visualization was less than optimal and poor color on image were due to a faulty charged coupled device. In regard to the other identified malfunctions, a root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to corrections required. Corrected fields: b5 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: missing charged coupled device lens. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device and missing charged coupled device lens. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue was found when the patient was under sedation of a therapeutic cystoscopy, hydrodistension and urethral dilation procedure, which was completed with the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had visualization during cystoscopy, hydrodistension and urethral dilation. There were no reports of patient harm.